Event description:
Caller alleged discrepant precision results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 5.5, re-test: 4.2. Re-test was done within 1-2 minutes using a new finger. Caller reports using 2+ drops of blood to fill the micro safe cap tube.

Manufacturer narrative:
Investigation pending.